Event description:
It was reported that the surgeon was using a competitor's lens with the mtc-60cfp cartridge and the lens tore at the haptic junction during insertion. The original incision was enlarged to remove and replace the lens with another same model lens and sutures were required. It was reported that the likely cause of the iol damage was due to a loading error and the cartridge.